Event description:
It was reported that something is wrong with the infusion sets or insulin pump. Customer stated that the blood glucose level have shot up. Unable to control blood glucose. The blood glucose reading is 283 mg/dl. Customer treated with manual injection. Customer is getting a little sick. During troubleshooting, the high pressure test failed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.